Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has occasionally experienced blood glucose (bg) levels ranging from 50 to 60 mg/dl. The customer stated the suspected cause was due to errors in management of their diabetes, including not eating enough food. The customer consumed juice to stabilize bg level. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.